Event description:
It was reported that this inflatable penile prosthesis (ipp)migrated out of the corpora and caused the patient pain. The ipp was replaced with a malleable penile prosthesis. There were no patient complications reported.